Event description:
The customer reported to philip healthcare that the device had a power issue. There is no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.